Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Conclusion: inspected cot, and found much of the bottom of the cot from the legs down had damage to it. Ordered a new entire base assembly to replace.

Event description:
It was reported by repair work order that the cot was damaged when the air dump was released on the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot was damaged when the air dump was released on the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.